Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a primary ventral (umbilical) hernia repair, the patient had skin dehiscence at the trocar incision site in the left lower quadrant, the patient complained of bleeding of not more than 500cc from the site with pain and swelling. The wound was clean, dry, and free of exudate. Edges were well approximated. There was no infection. The patient had a CT scan post-operatively on and it was normal. To treat the skin dehiscence, wound closure strips were applied to the area.